Event description:
According to the customer contact on (B)(6) 2026, "foley catheter was inserted into patient. Once urine return was seen, catheter was advanced and balloon was inflated. Resistance was not felt. When cleaning up the used foley kit and moving the foley bag around, the foley catheter slid out of the patient with the balloon deflated".

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "foley catheter was inserted into patient. Once urine return was seen, catheter was advanced and balloon was inflated. Resistance was not felt. When cleaning up the used foley kit and moving the foley bag around, the foley catheter slid out of the patient with the balloon deflated. Upon further inspection, a tear was seen in the silicon material where the balloon had been. A second foley catheter was placed using the same sterile technique where blood-tinged urine was seen. At the end of the case the foley was checked. The pt was very dehydrated, so not much urine was seen, but what little urine there was it was still blood-tinged, though without clot. This satisfied the surgeon enough that no real damage had been caused, so the foley was discontinued". Customer contact stated, "surgeon followed up with patient later the same day and the following day. The following day, the surgeon said the patient was voiding without difficulty, without pain, and in larger amounts. They were still having blood-tinged urine, but it was less so than the day before". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.